Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw 5085147. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side "seroma,' "previous breast cancer," "shortness of breath, joint and muscle pain, sharp breast pains, muscles and tissue in my chest were very uncomfortable, pain and soreness around both implants, and the pain began to radiate up my breast, over my shoulder and into my back on my left side," ¿I am having an inflammatory reaction to the silicone implants.¿ additionally, "fatigue, dizziness, itching inside my breast, over time, my implants became very tight and the shape of both breasts began to change.¿ "implants are protruding into my armpits, anxiety- if I had known that there was a risk of contracting bia-alcl from the implants, I would never have put them in,¿ "memory loss, weight gain, chemical sensitivity, temperature intolerance, blurry vision, insomnia, brain fog, some days I feel like I am dying.¿ device remains implanted.